Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a consumer from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal, unknown therapy. On an unreported date, the patient began treatment with dianeal, unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for chronic renal failure . The patient's family contacted baxter (B)(4) technical service center and stated that the patient was admitted to the hospital due to peritonitis in (B)(6) 2011. Information regarding remedial treatment, outcome or action taken with dianeal therapy was not reported. The patient's medical history included chronic renal failure. The patient's concomitant medications were not reported. The reporter did not provide an assessment of causality for the event of peritonitis.